Event description:
Previous medwatch submission noted lymphadenopathy. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-08407-00 as the operating record related to this complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see MDR 9617229-2024-08407-00 as operating record.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(6). Aware date should have been listed as 2/5/2025.

Event description:
Previous medwatch submission noted lymphadenopathy. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-08407-00 as the operating record related to this complaint.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported rupture as well as "swollen lymph nodes and pain". The device remains implanted. This record relates to the right side.